Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The product surveillance got clarification that the patient started the initial drain before connecting, realized the error, connected and received the 2240. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a system error (se) 2240 (air in set) occurred during dwell was not confirmed; however per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during dwell. The baxter technical service representative (tsr) had the care giver (cg) cycle power off and on and got se 2367. The tsr explained the alarm and had the hp start over with new supplies. The hp will call the nurse. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The product surveillance got clarification that the patient started the initial drain before connecting, realized the error, connected and received the 2240. No allegations were made against any of the cg's dialysis products. No further information was provided.